Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a sensor error and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient's mother reported a sensor error, stating it occurred twice, for 90 minutes each. The patient is hypo-unaware and was found by the mother lying on the floor covered in sweat. There were no continuous glucose monitor (cgm) readings, but the blood glucose (bg) reading was 2.6 mmol/l. The patient was given 50ml of orange juice and the bg level returned to normal. There was no injury or medical intervention. The event occurred the day the sensor was inserted. Data was provided for investigation. The problem was confirmed. The root cause was determined to be sensor noise. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The patient's mother was aware of the sensor error prior to the adverse event. The no readings alert was enabled, and the alert was received and snoozed. No bg readings were taken at that time because the cgm readings prior to the error were in the patient's normal range.